Event description:
During a deployment of AED, the user reported that the pad would not stay adhered to the patient.

Manufacturer narrative:
(B)(4). Currently pending analysis of the pads. Patient outcome is unknown.